Event description:
It was reported that during revision surgery to extend an existing construct and to replace screws due to the patient¿s poor bone quality, the tip of the driver broke off form the instrument when loosening a set screw and nut. The broken tip was retrieved from the surgical site and there were no adverse consequences to the patient. Concomitant devices: mountaineer screws and nut, catalog numbers unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. No other defects or abnormalities were observed during evaluation of product. Scanning electron microscopy (sem) analysis found evidence of plastic deformation and ratchet markings stretching in a circular pattern around the center of the hexlobes indicating that failure occurred due to high torsional shear loads. No material defects or other abnormalities were observed in the analysis. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The instrument only limits torque in the clockwise (tightening) direction. When turned counterclockwise (loosening) there is no torque limiting mechanism so it would be possible to apply more than 3nm of torque in the clockwise direction. As reported, breakage occurred during screw loosening. A review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause is undetermined, fracture analysis found evidence of plastic deformation and ratchet markings stretching in a circular pattern around the center of the hexlobes indicating that failure occurred due to high torsional shear loads. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.